Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of cartridge had broken mouthpiece. Additional information has been requested.

Manufacturer narrative:
The company cartridge was not returned for evaluation. Only the empty peel pouch was returned. An attached photo was provided. The photo showed the cartridge on a table. The view was from the top. Viscoelastic was observed in the cartridge. There appears to be an aneurysm on the top of the nozzle which has split as it entered the narrow tip. The cartridge has evidence of placement into a handpiece. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified lens. The associated handpiece and viscoelastic was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The instructions for use (IFU) instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Not enough information was provided to determine if a qualified associated handpiece was used. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses (iols). Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information the manufacturer internal reference number is: (B)(4).